Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record and no abnormalities found during in process or final control inspection.

Event description:
As reported by the user facility ((B)(4)): the pump are empty between 24 hours and 39 hours, in place of 48 hours. The patient feels bad because of this too fast treatment.